Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was suddenly no longer able to hear with the device. There was no report of any accident or trauma to the implant site. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported sudden loss of hearing sensation with the device in (B)(6) 2018. There was no report of any accident or trauma to the implant site. The user was re-implanted.